Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had door not closed error. This occurred upon power up at the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h11: this issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "error door not closed" was not reproduced. A review of the event history log (ehl) revealed occurrences of "shut door - power off," messages the day after the reported event, there is no data in the ehl on the reported date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch was not functioning as intended. The upper latch switch and upper aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.